Event description:
Device issue: deployed in unintended site. Time of device issue: during the procedure. Adverse event: dissection. It was reported that during an interventional procedure of the iliac artery, the absolute pro stent started to deploy in the sheath while at the target lesion area. The device was being removed when the stent became fully deployed one-half in the artery and one-half in the femoral groin access site. A small dissection was noted in the vessel; however, no intervention was performed. The stent was removed without intervention. The access site was closed by manual compression. The pt was monitored overnight without intervention relating to the dissection. There was no adverse pt sequela. No additional info provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.